Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his reservoir compartment was damaged and detaching from the insulin pump. The patient's blood glucose at the time of incident was 462 mg/dl. No treatment or symptoms of high blood glucose were mentioned. Troubleshooting was initiated for the physical damage and the customer also mentioned a crack above the right top corner of the screen. The customer was unable to identify how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.